Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose ran in the 200's mg/dl to 300's mg/dl. The customer's blood glucose ran up to 500 mg/dl. The customer treated with infusion set change and bolus. The customer also had low reading of 35 mg/dl and 40 mg/dl. The customer treated with food. The product was not returned for analysis